Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging incorrect product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014). The patient¿s test strips have been returned on 08/27/2014 and evaluated by lifescan product analysis on 09/24/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the returned vial contained incorrect product not manufactured by lfs. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.